Manufacturer narrative:
Investigation: a DHR was completed and there were no notifications pertaining to the complaint. One 24g sample was returned. There was fm on the inner wall of the prn. The fm may be oil from prn assembly lines or injection molding machines and the plant has already taken action to improve the fm on prn.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system had foreign matter. No serious injury or medical intervention was reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system had foreign matter. No serious injury or medical intervention was reported.